Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correrction #: 2531779-03/24/2010-003-r.

Event description:
The patient reported that the pump dispensed insulin during the load cartridge phase. The patient reported that when trying to prime the pump, it continued to get loss of prime warnings. The patient reported that when he tried to change the cartridge, the pump did not stop during load step and entire cartridge was emptied out.